Event description:
During a poba procedure, the maverick2 monorail ptca catheter balloon ruptured at 12 atms in the left anterior descending (lad) coronary artery. The balloon was successfully removed and a stent was deployed. No pt injuries or compications were reported.